Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the skin laceration cannot be ruled out. The fall and the pulmonary embolism were unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's caregiver reported that the patient fell on (B)(6) 2024, hitting the back of his head while on optune gio therapy. The patient was transported by paramedics to the hospital, where he received staples for a laceration on the back of his head. During the hospital evaluation, the patient was diagnosed with pulmonary embolism. On (B)(6) 2024, the patient´s sister informed novocure that the patient ended optune gio therapy. Attempts to contact the prescribing physician for additional information were made, but no response was received.

Manufacturer narrative:
On march 28, 2025, novocure identified that the initial manufacturer report number (MFR) reflected an incorrect submission year. The correct MFR for this report is 3010457505-2025-00412.